Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing pain at the ipg pocket site with stimulation turned on and turned off. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her ipg was explanted and replaced with a different model. Surgical intervention resolved the reported issue.